Manufacturer narrative:
Device used for treatment and not diagnosis. The device history records were reviewed and no non conformities were found relative to this complaint event.

Event description:
Patient was implanted with prodisc-c at c5-6 on (B)(6) 2012. Patient was returned to the o.r on (B)(6) 2013 for removal of hardware and revision surgery due to pain and myelopathic symptoms. X-ray taken (B)(6) 2013 revealed that the implant was a little bit too deep. The patient was complaining of pain for three months since the implant was inserted on (B)(6) 2012. The prodisc-c was removed and patient was revised to a fusion. There was nothing reportedly wrong with the implant other than a size issue. The surgeon who performed the removal thought it was too big (patient implanted by another surgeon). Both the implant and explant surgeries went fine with no reported issues.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
This device is used for treatment not diagnosis. The relevant functional design requirement and verification/validation of this requirement can be found in the implant functional and design requirements traceability matrix (fdrm), revision d choosing a too large footprint, the surgeon didn¿t follow the surgical technique specified in the prodisc-c technique guide. The technique specifies to select the appropriate implant size and the placement within the disc space using the trial implants. The surgeon implanted a large deep footprint (part # 09.820.056s), which means that several smaller footprints were available to better match the patient¿s anatomy. As such, no update to the functional and design requirements traceability matrix is required. The surgeon implanted too large of a footprint resulting in a too posterior placement of the implant (encroaching in the spinal canal). Based on the complaint description, nothing was wrong with the implant. The implanting surgeon didn¿t follow the recommended technique when sizing the implant. This complaint is therefore considered invalid from a design stand-point. No updates to the design history file are required. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.